Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, three photos were provided for review. The first, second and third photos shows side and front view of port and the port stem of the port is noted to be deformed. In the background partial view of guidewire hoop and straight angled coring needle can be seen. Therefore, the investigation is confirmed for reported deformation issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using power port via the right internal jugular vein in the right chest wall. During the procedure, a pre-flush check was performed immediately after implantation, and deformation was observed at the connection point between the port and the connecting rod. There was no reported patient injury.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using powerport via the right internal jugular vein in the right chest wall. During the procedure, a pre-flush check was performed immediately after implantation, and deformation was observed at the connection point between the port and the connecting rod. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.